Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a (B)(6) male patient, the device did not respond to the front panel controls. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The reported malfunction was observed and isolated to the switch membrane. The device was recertified and returned to the customer. It's important to mention that the softkeys were worn and worked intermittently depending on force of actuation. These are tied to ergonomic features of the device and the therapy keys were functional. Analysis of reports of this type has not identified an increase in trend.